Manufacturer narrative:
Investigation on smith medical cadd legacy pump has been completed. The device was found to be in good physical condition. Event log opened and no issues revealed accuracy failure. Evaluating accuracy testing revealed the device was with in the +/-6%.normal range. No action taken as device passed functional and delivery testing. Unknown cause of the event.

Event description:
Information received a smiths medical cadd legacy 6400 pump failed accuracy -13.55%. No patient adverse events as malfunction occurred during testing.